Manufacturer narrative:
Device evaluation summary: the product was returned to mentor. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 375cc breast implant was found to be ruptured. In addition, a crease/fold within the rupture was noted. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 375cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.